Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a patient information was not crossing over to pyxis. The customer stated that the user was unable to pull medications from the station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing. A technical support specialist (tss) dialed into the server and identified that the messages were crossing and communicating with the station. The tss also identified that the affected patient was already discharged, and the customer created a temporary patient identification, and the active duration was set for four hours. The tss advised the customer to readmit the patient in the active directory if the patient should not be discharge. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient information was not crossing over to pyxis. The customer stated that the user was unable to pull medications from the station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.